Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: investigation revealed damaged battery compartment threads and a stuck battery cap. The display was dim and discolored and the battery compartment was cracked. Unrelated to these issues, the audio bolus button cover was missing; therefore, further bolus button testing was impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/15/2016. Investigation revealed damaged battery compartment threads and a stuck battery cap. The display was dim and discolored and the battery compartment was cracked.